Manufacturer narrative:
Covidien reference (B)(4). The service engineer (se) verified the reported malfunction. The se performed all the calibrations and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had high oxygen sensor readings. The ventilator was not in use on a patient at the time the malfunction occurred.